Manufacturer narrative:
One used cadd®-solis vip ambulatory infusion pump was returned for investigation. A review of the event history log found a "cannot start pump" alarm occurrence, but nothing related to air in line. The air detector passed testing. The complaint was not confirmed.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump exhibited an "air in line" alarm. No injury was reported.